Event description:
It burnt the skin off his low part of this back [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer reported for her husband. A male patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Reporter bought a pack of the lower back heat wraps for the patient from (name of place) wednesday and he used it and it burnt the skin off his low part of this back. The sample was available to be returned. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burnt the skin off his low part of this back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. Comment: based on the information provided, the event of "burnt the skin off his low part of this back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out.

Event description:
Event verbatim [preferred term] it burnt the skin off his low part of this back/ skin was pink and it was blistered up/ skin peeled off [burns second degree] , too hot [device issue] , didn't check his skin [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer reported for her husband. A 47-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), in a red box, at 1 wrap applied to lower back from (B)(6)2020 for back pain related to bulging disc.there was no medical history and no concomitant medications. The patient was under the care of a physician/ under medical care "just for usual health problem." The patient did not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, or neuropathy. Reporter classified husband's skin tone as medium fair skin. The patient did not have sensitive skin or any abnormal skin conditions. The patient previously used electric heading pad for pain relief on unknown dates, when his back flares up. There were no previous problems with use. The patient previously used thermacare (thermacare) heatwraps, used the product as needed for back pain for about a year. When his back flares up she buys the product (in a red box) to help provide comfort for the pain. The patient did not experience problems during previous use. Reporter bought a pack of the lower back heat wraps for the patient on (B)(6)2020 and he used it and it burnt the skin off his low part of this back. He used the thermacare heat wrap on (B)(6)2020. The wrap was placed around 9am. He wore it for no more than three hours. He was wearing a "wife beater" shirt, the wrap was applied over top of it, and then his regular shirt was placed on top of the wrap. When he went home for lunch, he mentioned to his wife it was too hot. When she checked she noticed the skin was burnt and blistered. His skin was pink and it was blistered up and skin had peeled off. It was noticed on (B)(6)2020 at 12:00pm. She took pictures of the burns and blisters. The patient has not yet received medical intervention; reporter just contacted his primary care doctor today ((B)(6)2020) for an appointment and was advised to go to urgent care because there were no appointments. The action taken in response to the event was the product was withdrawn on (B)(6)2020. Her husband won't let her buy them anymore for him to use. He can't pull his pants up to high because it will bother it. She doesn't want to cover it with anything. He puts his shirt on first and then pulls his pants up so the pants don't rub the burn. There were no investigations. The outcome of the events burns/ blisters, skin peeling, and "too hot" was not recovered. The outcome of the remaining event was unknown. The reporter commented that it is not permanent, it will heal, and there was a reasonable possibility the burns and blisters were related to the device. The sample was available to be returned. There were two in the pack and he only used one. They still have the unused one. Packaging was sealed and intact. At the bottom of the web page it said "contact us" and she sent an email and asked for someone to contact her. She has not heard anything. Product quality complaints provided severity of harm rating of s3 and there was reasonable suggestion of device malfunction. Follow-up (24jan2020 and 29jan2020): new information from the same contactable consumer includes: patient information (age, date of birth, height, weight, history), event information (details, clinical course, and new events "too hot," "didn't check his skin," updated event "burn blister," onset date, outcome), device information (frequency, indication, details of use); new information from product quality complaints includes: malfunction assessment and severity of harm assessment. Company clinical evaluation comment based on the information provided, the events of "burns second degree, device issue and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and events cannot be ruled out. Comment: based on the information provided, the events of "burns second degree, device issue and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and events cannot be ruled out.

Event description:
Event verbatim [preferred term] it burnt the skin off his low part of this back/ skin was pink and it was blistered up/ skin peeled off [burns second degree] , too hot [device issue] , didn't check his skin [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer reported for her husband. A 47-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), in a red box, at 1 wrap applied to lower back from (B)(6)2020 for back pain related to bulging disc. There was no medical history and no concomitant medications. The patient was under the care of a physician/ under medical care "just for usual health problem." The patient did not have diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, or neuropathy. Reporter classified husband's skin tone as medium fair skin. The patient did not have sensitive skin or any abnormal skin conditions. The patient previously used electric heading pad for pain relief on unknown dates, when his back flares up. There were no previous problems with use. The patient previously used thermacare (thermacare) heatwraps, used the product as needed for back pain for about a year. When his back flares up she buys the product (in a red box) to help provide comfort for the pain. The patient did not experience problems during previous use. Reporter bought a pack of the lower back heat wraps for the patient on (B)(6)2020 and he used it and it burnt the skin off his low part of this back. He used the thermacare heat wrap on (B)(6)2020. The wrap was placed around 9am. He wore it for no more than three hours. He was wearing a "wife beater" shirt, the wrap was applied over top of it, and then his regular shirt was placed on top of the wrap. When he went home for lunch, he mentioned to his wife it was too hot. When she checked she noticed the skin was burnt and blistered. His skin was pink and it was blistered up and skin had peeled off. It was noticed on (B)(6)2020 at 12:00pm. She took pictures of the burns and blisters. The patient didn't check his skin while wearing thermacare. The patient has not yet received medical intervention; reporter just contacted his primary care doctor today ((B)(6)2020) for an appointment and was advised to go to urgent care because there were no appointments. The action taken in response to the event was the product was withdrawn on (B)(6)2020. Her husband won't let her buy them anymore for him to use. He can't pull his pants up to high because it will bother it. She doesn't want to cover it with anything. He puts his shirt on first and then pulls his pants up so the pants don't rub the burn. There were no investigations. The outcome of the events burns/ blisters, skin peeling, and "too hot" was not recovered. The outcome of the remaining event was unknown. The reporter commented that it is not permanent, it will heal, and there was a reasonable possibility the burns and blisters were related to the device. The sample was available to be returned. There were two in the pack and he only used one. They still have the unused one. Packaging was sealed and intact. At the bottom of the web page it said "contact us" and she sent an email and asked for someone to contact her. She has not heard anything. Product quality complaints provided severity of harm rating of s3 and there was reasonable suggestion of device malfunction. According to the product quality complaint group on 20mar2020, this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Review of complaint description concludes there is device malfunction. Follow-up (24jan2020 and 29jan2020): new information from the same contactable consumer includes: patient information (age, date of birth, height, weight, history), event information (details, clinical course, and new events "too hot," "didn't check his skin," updated event "burn blister," onset date, outcome), device information (frequency, indication, details of use); new information from product quality complaints includes: malfunction assessment and severity of harm assessment. Follow-up (20mar2020): new information received from a product quality complaints group included: investigation result. Comment: based on the information provided, the events of "burns second degree, device issue and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.